Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experienced high blood glucose of 442 mg/dl and gave a correction with the insulin pump and current was 521 mg/dl. She didn't have any symptoms that were related to high blood glucose. Troubleshooting was performed. Customer wasn't hospitalized and the drive support cap was normal. No air bubbles or leaks noted. Customer was able to remove site and the cannula was not bent. Customer was unsure if the device was programmed correctly so she was advised to contact her doctor. Customer was starting to feel tired so was unable to continue troubleshooting, was advised to call back to perform high pressure test to ensure the insulin pump is detecting occlusions. Customer is not returning the insulin pump for further analysis.